Event description:
An infant was admitted to this hospital for phototherapy for hyperbilirubinemia, fell from an unlatched c-200 isolette infant incubator sustaining a curvilinear skull fracture at the left posteroparietal vertex. Fall was heard, but not witnessed. Rn found infant lying on floor on right side, moving all extremities and crying. Neuro checks were done, CT of head and x-rays of extremities. X-rays were normal. CT of head showed left parietal curvilinear skull fracture. Re-creation of the fall disclosed that the access panel latches are engaged with the plastic hood only when the right latch is turned clockwise and the left latch is turned counterclockwise. When the latches are not turned in these positions, the operator hears a click and the door appears to be closed, but can be opened with little resistance. The operator heard a click when she closed and latched the door. Infant weight and activity contributed as a cause for this fall - full-term infant was very mobile. Staff observed infant turned himself head-to-toe, 90-180 degrees in the isolette. Operator's manual contains instructions to check access panel latches by closing panel and rotating both latches until fully engaged to avoid accidental opening of the panel. The manual contains a warning about positively securing both panel latches to avoid accidental opening. This warning is not on the equipment. Hospital is creating warning labels with directional arrows for proper latch engagement that are being affixed to each isolette.